Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-07542. It was reported during the elective ipg replacement surgery, intraoperative diagnostics of the leads revealed high impedances on one of the lead. As a result the physician explanted and replaced the leads with another model.